Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the event history log was reviewed. The cause of the issue was found to be a defective printed wire assembly (pwa) board. The pwa board was replaced to fix the issue.

Event description:
It was reported the following: "the pump stop during using it and 2 error code message." There was no patient involvement.